Manufacturer narrative:
Patient medical history includes but is not limited to: former smoker, hypertension, bladder cancer, arthritis, status post knee replacement, hyperlipidemia patient medications include but are not limited to: magnesium nitrate, acetaminophen, apririn, diltiazem, inderal la, multivitamin, zocor.

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system. When the trunk ipsilateral leg component was successfully deployed and the delivery catheter was withdrawn from the patient; angiography showed that the leading olive and a portion of the catheter had become detached from the delivery system and remained in the patient. The detached portion was snared and successfully retrieved. The procedure was concluded without further issue. The patient tolerated the procedure.

Manufacturer narrative:
H6: code 4315: the device evaluation showed the following: the leading end is detached from the rest of the device. The polyimide length of the detached section is approximately 10 cm from the base of the mid-olive and detached at the mid olive. The mid-olive is still attached to the delivery system and appears to be intact with no visible defects. The severed end of the polyimide was visually inspected. The polyimide appears to have been fractured. The other end of the fractured polyimide can be observed at the mid-olive transition. Based on the findings from this evaluation, the physician¿s observation that the leading end had become detached, was confirmed. The separation appears to be a fracture of the polyimide at the mid-olive transition of the catheter. The likely cause for the fractured guidewire polyimide lumen could not be determined with the available information. H6: code 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.